Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that water ingress into the cabinet room caused by rainstorm, and customer asked for onsite inspection. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found the direct current power supply (dcps) in the m-cabinet had no output. To resolve the issue, fse replaced dcps to solve the issue. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.